Event description:
A ventilator was evaluated by the customer. The device was not in patient use. During the evaluation of the ventilator at the customer's facility, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue.